Event description:
Per the info provided to co by the pt, he is experiencing "pain" 11 weeks post-operatively of receiving a co two-piece inflatable penile prosthesis. Additionally, he reported that he"can feel the tubing". These reported complaints are unconfirmed by a medical professional.